Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have exhibited high shock impedance measurements. A memory download was performed and sent to boston scientific technical services (ts) for further review. A ts consultant confirmed that the shock impedance measurements have been above 125 ohms in all shock configurations; however, they have remained less than 200 ohms. The shock impedance values had been gradually increasing over the past year. Additional troubleshooting was discussed. No adverse patient effects were reported.

Manufacturer narrative:
No actions have been taken and the ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional testing was performed with the ICD and the shock impedance measurements were at 138 ohms in triad configuration. Manual shock testing was then performed at both 1.1 joules and 31 joules. The shock impedance measurements were in normal range. A memory download was sent to boston scientific technical services (ts) to see if the issue was resolved. No additional adverse patient effects were reported. A ts consultant reviewed the data and confirmed that the shock impedance measurements for both manual shocks were at 84 ohms, an increase since the last delivered shock in 2010 when the shock impedance measurement was 60 ohms. It was discussed that the observed gradual increase in daily shock impedance measurements and the slight increase of the delivered shock since implant indicate possible calcification or ionization on the shock coils. Additional troubleshooting was discussed.